Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.

Event description:
During a ventricular tachycardia ablation procedure a cardiac perforation occurred. While the catheter was advanced in to the right ventricle outflow tract it was inadvertently advanced through the anterior portion of the right ventricle. Intracardiac echocardiography confirmed an effusion and a pericardiocentesis was performed. Sternotomy was required for surgical repair of the perforation. The patient was stabilized and the ablation procedure was ended. There were no performance issues with any abbott device.